Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Customer¿s blood glucose was 216 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.